Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 25-30 mg/dl. Reportedly, the customer meant to enter 1.5 unit bolus, but instead delivered a 15 unit bolus. Customer gave a manual injection to address bg. The customer's wife called emergency medical services and the customer was given a glucose injection. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.